Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had been hospitalized for an mrsa infection. The transesophageal echocardiogram revealed vegetation on the right ventricular (rv) lead. The entire system ¿ including the pacemaker, the rv lead, the right atrial lead, and the left ventricular lead ¿ was explanted. The rv lead was temporarily replaced on (B)(6) 2025. The entire system, including the temporary rv lead, was replaced on (B)(6) 2025. The patient was in stable condition.